Event description:
It was reported that the user experienced persistent infusion site failures after switching to an inset infusion set from a cannula device due to a shortage, resulting in elevated glucose readings and requiring assistance with a supply change. Symptoms included hyperglycemia. Outcomes included insufficient information to determine the impact on the user. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to determine a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.